Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare professional (hcp) reported through a manufacturer representative that communication between the patient controller communicator and the implantable neurostimulator (ins) could not be established even after waiting for one hour. It was stated that there was a ¿communication failure of the ins.¿ it was noted the issue had only been reported by the hcp and that the manufacturer representative was unable to confirm the event himself; specification of the cause and troubleshooting was not performed. It was unknown whether the issue had been resolved at the time of report. Though no surgical interventions had yet been performed or scheduled, it was noted that a surgical intervention was planned. As of (B)(6) 2018, there remained no surgical interventions scheduled. No further complications were reported or anticipated.